Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device reverted to vvi pacing. A microprocessor down- lead was unsuccessful, therefore the device was replaced.